Manufacturer narrative:
A2. Reported patient age (67 years) is the mean age for all patients in the study group. A3. Reported patient sex (male) is representative of the majority of patients (61.1%) in the study group. B3. Reported event date is the date the article was published. G4. As the cfn/model is unknown, PMA/501k reference # is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
özdemir, h. N., dere, b., güler, a., çinar, c., sirin, h., karaman, b., <(>&<)> kumral, e. (2025). Stenting versus non-stenting strategy in endovascular treatment of acute anterior ischemic stroke patients with tandem occlusion. Annals of indian academy of neurology, 28(2), 234¿240. Https://doi.org/10.4103/aian.aian_828_24 medtronic review of the literature article found a single-center review of patient who underwent two different interventional strategies for treatment of acute tandem occlusion between january 2026 and january 2024. All patients initially underwent thrombectomy procedure in which a solitaire x stent retriever was used for up to three passes. In patient in whom clot remained after three passes, aspiration was used in combination with the stent retriever and a filter was placed using a balloon guide catheter (bgc). In all cases a carotid stent was placed in the occlusion area with adjunctive balloon angioplasty to eliminate any remaining stenosis. No device malfunctions were reported. It was noted that stenting strategy did not impact rate of in-hospital mortality and the main cause of death in the study group was recurrent stroke, indicating the patient's condition. The rate of post-hospital mortality was higher in the non-stenting group indicating that carotid stenting may be beneficial but this was not attributed to the index thrombectomy procedure or device(s) used. 6 patients experienced outcome of in-hospital mortality, 3/19 in the non-stenting group and 3/35 in the stenting group. 3 more patients in the non-stenting group died within 3 months of the initial procedure indicating a total of 9 patient from the entire study group who had an outcome of mortality.